Event description:
It was reported that a patient presented with crosstalk resulting in pacing inhibition after impact of the implantable cardioverter defibrillator. Corrective programming changes were made. No information regarding adverse patient consequences was reported.